Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020

Event description:
The customer's wife reported via phone call that there was an inaccuracy between the dose intended and dose recorded. The dose was greater than 1.0 unit of insulin. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.